Event description:
The ordered fluids were total prenatal nutrition (tpn) and smoflipids to run through the patient's PICC line. The fluids were strung under sterile conditions and the IV pump was set to the ordered rates with 2 nurses (rn's) verifying the fluids and rates. After about 15 minutes, the IV pump began alarming "air in line." The bedside rn tried to troubleshoot the tubing, but the pump alarmed for the same thing a short time later. A different rn came over to troubleshoot the pump and tubing but also couldn't identify why the IV pump was alarming. The individual channel was changed twice, and the "brain" of the pump was changed three times but after 90 minutes of troubleshooting the pump with multiple nurses and worrying that the patient wasn't receiving his correct IV fluid rate, the doctor was notified. The packaging of the malfunctioning tubing was taken to the charge rn to pass along to the appropriate person.